Event description:
Revision surgery due to broken condyle bone and femoral component loosening at about 9 months from the primary. The surgeon revised the femoral component, the extension stem and the liner as per standard procedure.

Manufacturer narrative:
Batch review performed on 29 april 2024: lot 2116298: (B)(4) items manufactured and released on 13-apr-2022. Expiration date: 2027-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs director: few months after revision tka with a constrained device, the bone of the medial femoral condyle breaks and therefore a new component, provided with a bone augment, is needed. There is no mention of traumatic events in the report, so we cannot establish the cause of the bone fracture, but there is no reason to suspect that this was due to the malfunctioning of the implanted device.